Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The product surveillance technician observed channel a (alert) to be out of tolerance while channel b (alarm) was within voltage tolerance. Microscopic examination of the printed circuit board reveled 21 resistors to be overheated. Six of those resistors were found to have an open circuit and 15 were found to have closed circuits. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the pressure module with a back up module and a new module will be ordered for the end-user. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) the device could not calibrate channel a on the pressure module. There was no patient involvement.